Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with dizziness and syncope. Upon device interrogation, the right ventricular (rv) lead exhibited undefined impedance qualified as high, noise, loss of capture, a polarity switch and a fracture. The rv lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.